Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for burr (flash) with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of burr (flash) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was a sharp molding defect on bottom of tube. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english, "when using the tube, it found that there was burred on the tube bottom."